Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. The patient was reported to have had a history of receiving inappropriate shocks due to oversensing and morphology changes. Surgical intervention was performed and a new transvenous system was implanted. The s-ICD was deactivated and remains in situ in the patient. No additional adverse patient effects were reported.